Manufacturer narrative:
Additional information: evaluation summary post market vigilance (pmv) led an evaluation of one device. The instrument was loaded with a fully fired 3.5mm single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. Microscopic evaluation of the anvil buckets noted staple strike marks indicating the staples were present. The loading unit was reset, reloaded into the instrument and cycled with acceptable results. The root cause of the observed condition could not be reliably determined due to lack of information; however, based on observations the most likely root cause for the observed condition was determined to be misuse of the product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the component disengaged. When the device was being prepared the staples disengaged. She prepares new one and it worked well. There is no patient involved in this event.